Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, hst iii system (3.8mm) seal never loaded into the plastic tube; it was sticking out as if it was gonna fall out. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11, h12. Corrected sections: h6--medical device ¿ problem code corrected from code "1069" to "2183".the device was returned to the factory for evaluation on 08/19/2024. An investigation was conducted on 08/22/2024. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was not returned for evaluation. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches; the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results and the non-return of the seal or tension spring assembly, the reported failure "fitting problem" was not confirmed. Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.the lot # 3000394076 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.